Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing. Evaluation experienced a black screen during testing. The cause was identified to be fluid intrusion which resulted in corrosion on the liquid crystal display (lcd). The lcd was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a black screen during testing. No additional information is available.